Manufacturer narrative:
On (B)(6) 2023, the product investigation was completed. It was reported that a patient underwent a vt ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the pull/push mechanism of the vizigo broke. The issue occurred intraoperatively. The vizigo may have occurred within the patient; however, no patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed that the shaft being free to rotate due to the separation of the shaft, however if was not possible to observed if it was stuck. Deflection testing was performed, and the deflection mechanism failed as one of the curves was not functional, due to the puller wire was found tangled up inside the handle, however . Additional twisting or manipulation of the device allowed the pull wire to twist around the separated shaft resulting in deflection issues. This issue may be related to the failure described by the customer. A supplier manufacturing investigation was performed to determine the root cause of this issue and it concluded that it related to the cut from the inside out as evidenced by the large amount of damage to the internal liner/ lumens. Because of this issue could not be confirmed to be manufacturing attributable. A device history review was performed for the finished device 60000030 number, and no internal actions related to the complaint were found during the review. The deflection stuck reported by the customer was not observed during the product investigation however, the puller wire entanglement might be related to the reported issue. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-mar-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review on 3-apr-2023, the h6 medical device problem code was updated. The "material separation" a0413 has been determined not to apply to this complaint. Instead, it has been determined that the "mechanical jam" a0506 code is most applicable. The catheter shaft was not detached/broken inside. A more accurate description is that the deflection was stuck. Stuck deflection is an MDR-reportable event.

Manufacturer narrative:
On 14-feb-2023, bwi received additional information indicating that the vizigo was stuck inside of the patient for a few minutes. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a vt ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the pull/push mechanism of the vizigo broke. The issue occurred intraoperatively. The vizigo may have occurred within the patient; however, no patient consequences were reported. Catheter shaft detached/broken inside the patient is MDR-reportable.